Manufacturer narrative:
Review of images show two plates placed 25mm plate above a 23mm plate above a 23mm plate. One screw on the 25mm plate has backed out approx 2mm. Based on discussion it appears that the screw may not have been locked with the cam. The angle of insertion is within the recommended 15 degree cone of angulation (approx 14 degrees) so it is not clear why the cam would not have locked onto the screw. A root cause cannot be determined at this time, however, it appears that the cam may not have been locked on the screw head at the time of insertion. Device 2. See 1526439-2009-00151 for details.

Manufacturer narrative:
Device 2. See 1526439-2009-00151 for details.

Event description:
Device 2. See: 1526439-2009-00151 for details.

Event description:
It was reported that a screw backed out from the spinal fixation plate. Contact reported that when the screw was placed the cam that locks the screw spun and did not appear to have engaged on the screw head. Screw head is approx 2mm above the plate at this time. At this time the surgeon has not determined if he will revise to remove the screw. Pt is being monitored. Device 2. See: 1526439-2009-00151 for details.